Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided in a supplemental report. Device disposition is unknown.

Event description:
As reported, "the customer reported that struggled to remove a proximal lateral humeral plate from a patient (axsos 3 ). They further reported that the screw heads got rounded and the screw driver would not engage. In order to tackle that they tried using a universal extractor kit (from another supplier), which did not work) after that they used a single use extraction kit which eventually worked (again from another supplier)." Surgical delay of 90 minutes.

Event description:
As reported: "the customer reported that struggled to remove a proximal lateral humeral plate from a patient (axsos 3 ). They further reported that the screw heads got rounded and the screw driver would not engage. In order to tackle that they tried using a universal extractor kit (from another supplier) which did not work) after that they used a single use extraction kit which eventually worked (again from another supplier)." Surgical delay of 90 minutes.

Manufacturer narrative:
The reported event could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. The device inspection was not possible as the product was not returned for investigation. The device history record could not be reviewed because the affected device was not returned, and the lot number was not communicated. A review of the labeling did not indicate any abnormalities. The operative technique instructs user that, in the extreme event of broken or stripped screws, the stryker implant extraction set includes a variety of broken screw removal instruments. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. However, according to the risk management file, possible cause of failure could be the application of excessive force during screw tightening, which after a course of time might have resulted into cold welding of screw-heads with plate interface. As per the event description- the screw-heads were rounded (stripped), in such events, stryker implant extraction set could have been used. If device is returned or any further information is provided, the investigation report will be reassessed.